Manufacturer narrative:
G4:15jan2021; b4:22jan2021. Philips has issued a field safety corrective action (fsca) related to the power management printed circuit board assembly (pm pcba) failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. No further patient information was provided. A replacement power management board was shipped to the customer's location. A good faith effort was made, and the philips healthcare repair facility stated that the customer had a third party repair the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23nov2020.

Event description:
It was reported to philips that the device turned off by itself without warning. The device was in clinical use at the time of the event. There was no report of patient or user harm. The device was removed from service and has been sent to the healthcare repair facility for evaluation and repair.